Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021, due to infection. It is unknown if there are plans to reimplant the patient as of the date of this report. Device analysis report attached. This report is submitted on september 23, 2021.

Manufacturer narrative:
This report is submitted on march 18, 2021.

Event description:
Per the clinic, the patient developed an infection at the incision site, was treated with oral antibiotics (specific date and duration not reported), and experienced an extrusion of the electrode through the skin. The patient underwent a revision surgery on (B)(6) 2021, in order to reposition the electrode. The implanted device remains.